Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported a sudden loss or change of therapy. The device was reprogrammed a month ago and tried to increase stimulation but was not feeling any stimulation the night prior. It was confirmed the therapy was on, however.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.